Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified two curved openings on radius, creases(fold), and delamination plug strap. Leak test and microscopic analysis was performed which identified an opening crease(sharp) on radius and an opening(striated) on radius. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease(sharp) on radius due to fold(flaw) opening, and a striated opening on the radius due to surgical damage consistent in the use of a surgical tool.

Event description:
Device was explanted.